Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow-up with high capture threshold. The high output of the pulse generator resulted in premature battery depletion. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of premature discharge of battery and capturing problem were not confirmed. The device was received from the field with battery voltage above elective replacement level with a cautery mark on the can, consistent with the capturing issue noted by the field. Electrical and mechanical analysis performed under nominal conditions indicates normal functionality. Further evaluation under various pulse amplitudes measured current levels within the normal range and no indication of premature depletion was noted. Additionally, capture tests under nominal conditions found normal capture results. A longevity assessment was performed, based on the average drain current, and the device was in the normal range of operation with appropriate remaining longevity.